Event description:
The pta5 balloon was inflated according to IFU with another manufacturer's inflation device. However, the balloon burst and appeared to tear circumferentially. The balloon would not pull back into the sheath. The sheath had to be removed with the balloon partly captured within it. An 8fr closure device was used to close the femoral puncture. Balloon was retrieved with sheath. There was an additional procedure: dissection into fistulae, use of 8fr closure device to close the femoral puncture. No adverse effects were reported.

Manufacturer narrative:
Expiration date unknown as lot is unknown. The complaint product was returned in a used and damaged condition. Per device failure mode effects assessment, balloon burst, compliance, and fatigue verification testing was performed. Per specification, the device is inspected to ensure balloon is undamaged and the vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. The rated burst pressure (rbp) is documented in the IFU (which is supplied with this device). The label also delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Due to the condition of the returned device, an examination of the tear is not possible. However, the distal portion outside the sheath appears to be the result of a circular tear, as stated in the event description. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided, but stated to have been according to the IFU. The condition of the product does not contradict or support this statement. The pt condition was not described other than "calcified sfa"; however, pt anatomy may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). We will continue to monitor for similar complaints. Pr the quality engineering risk assessment, which was performed, no further action is due at this time, due to insufficient risk.